Event description:
Related manufacturer reference numbers: 2017865-2023-14386. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead and right atrial (ra) lead exhibited failure to capture. Fluoroscopy was performed and further confirmed dislodgement of both leads due to twiddler's syndrome. During revision procedure, it was found that the helix of both leads were unable to extended, and the stylet was unable to pass through the rv lead. Both leads were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed, and the reported event of failure to capture was not confirmed. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting and cleaning the lead, and applying torque directly to the inner coil, the helix was able to extend and retract. Electrical testing was normal, except for an internal short was noted between conductor paths due to over-torqued inner coil inside the connector region consistent with procedural damage. The cause of helix mechanism issue was due to the over-torqued inner coil in the connector region and the helix clogged with blood/tissue.